Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during usage of bd facs¿ lwa, there was carryover between patient samples. The following information was provided by the initial reporter: it was reported by the customer that "system has crossover between samples". Contamination checklist: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Carryover between patient samples. 2. Please describe any additional details: go to patient samples checklist. Customer noticed that there is cross over between samples.

Manufacturer narrative:
H.6 investigation summary: based on the investigation results, the reported issue of the customer experiencing carryover or cross contamination was confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend and service notes were reviewed. The potential cause for the customer experiencing carryover or cross contamination due to clogged fittings and restrictors. The issue was resolved after the part was replaced. No further problems were noted, and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment.

Event description:
It was reported that during usage of bd facs¿ lwa there was carryover between patient samples. The following information was provided by the initial reporter: it was reported by the customer that "system has crossover between samples". Contamination checklist: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown. Go to question #2. Carryover between patient samples. 2. Please describe any additional details: go to patient samples checklist. Customer noticed that there is cross over between samples.